Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. The technical support specialist (tss) walked the customer in cubie admin screen through releasing the cubie and inserting it back. Tss then advised the user to replace the cubie to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the item was loaded in drawer 5 but did not appear for issue or cycle count to allow medication dispensing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.